Event description:
It was reported the patient lost ability to communicate with her ipg using her external devices and her ipg battery depleted and the patient lost stimulation therapy. The patient stated she was charging her ipg regularly when she lost the ability to communicate with the ipg. Subsequently, the patient's ipg was replaced with a competitor's.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.